Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. Please note that this complaint was submitted to the FDA by the user facility with the following reference number: (B)(4). H3 other text: placeholder.

Event description:
The patient was undergoing a pipeline embolization procedure in the left internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark), a non-penumbra pipeline embolization device and a sheath. During the procedure, the radial access was gained, and the benchmark was advanced. The physician then noticed the hub of the benchmark was cracked and air was going into the system. Therefore, the benchmark was removed, and a non-penumbra catheter was used. It was reported that the physician aborted the procedure after the non-penumbra pipeline embolization device failed to expand. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.